Event description:
As reported by the edwards clinical specialist, one day post transcatheter aortic valve replacement (tavr) procedure the patient expired from a retroperitoneal bleed caused by a high dissection of the common iliac. Per the information received, the patient required an aorto-ilio femoral angiography, thoracic arch angiography, an exploratory laparotomy with ligation of the right internal iliac artery and evacuation of retroperitoneal bleed. Despite performing the laparotomy and repair, the patient expired. The post operative diagnosis was hemorrhagic shock, ruptured right iliac artery and retroperitoneal bleed.

Manufacturer narrative:
The device lot number is not available, thus a device history record (DHR) review for the sheath cannot be performed. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. Furthermore, the transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. The minimum lumen diameter for the rf3 (22fr) sheath is 7mm. In this case, while the size of the vessel at the rupture point is unknown, per the case presentation there was borderline minimum luminal diameter for the access vessel (7.1mm), and moderate to severe calcification. It is likely that patient factors along with procedural considerations contributed to the reported event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.